Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac) and was not able to verify failure of the device to power on. After the charge-pak was properly installed to the device, the device was able to power on and to charge and shock a shock-able vfib rhythm. A root cause of the reported event was determined to be due to user error.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During initial evaluation, physio-control observed that device is not able to power on when the on button is pressed. There was no patient involved in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During initial evaluation, physio-control observed that device is not able to power on when the on button is pressed. There was no patient involved in the reported event.